Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery (lot 18341-0031-p) for the device was dead. Attempts were made to jumpstart the battery on the device and cadex charger but they were unsuccessful. There was no patient involvement.